Manufacturer narrative:
Battery - not charging: the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes. Usb cable-burning/melting, ac power charger-burning/melting: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a damaged pin issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the tandem-provided charging supplies were overheating. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.